Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument broken in two parts was delivered direct to product safety (B)(6) 2017 from (B)(6) hospital with no complaint attached. Jnj rep became aware of missing item (B)(6) 2017 and obtaining the following details from customer: the rod cutter was broken when a registrar was using it to cut a rod insitu (already in a patient). From what jnj rep knows the rod was not a mountaineer rod. The registrar was having difficulty and the staff were looking for an instrument to cut the rod insitu. It was broken in the process. The rod cutter belongs on a consigned mountaineer. Image of broken instrument as received (B)(6) 2017 on file.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at one of the rod cutter¿s jaws. Device was then sent for fracture analysis. The fracture analysis report shows rough grainy appearances consistent across the entirety of the surface which suggests that the rod cutter underwent a quasi-static overload failure. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the rod cutter¿s jaw becoming fractured cannot be positively determined. However, the fracture analysis report shows rough grainy appearances consistent across the entirety of the surface which suggests that the rod cutter underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.